Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted. During a normal elective replacement indicator (eri) device replacement procedure, insulation damage was observed on the ra lead. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.